Event description:
It was reported that an ilet bionic pancreas exhibited a screen/display malfunction in which the device would only respond on the charging pad, then progressed to a black, unresponsive screen and could not be powered on; the user¿s blood glucose management was not impacted, and a replacement device was provided. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no need for medical intervention. Investigation included remote troubleshooting and user-guided restart attempts. Investigation of this case revealed a nonfunctional user interface/display consistent with a device hardware malfunction of the pump/display component, and the device was exchanged to restore therapy availability. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem with undetermined specific root cause.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.